Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements and loss of capture. The physician decided the patient no longer required atrial pacing. The lead was therefore surgically abandoned. No additional adverse patient effects were reported.